Event description:
Choking [choking], sore throat [oropharyngeal pain], neck strained from tensing [muscle strain], dual head broke, bottom part snapped off [device breakage]. Case description: consumer called and stated that the dualaction brush head broke, the bottom part snapped off. No serious injury was reported.

Manufacturer narrative:
Product return was received and identified as an oral-b power oral care refills dual action eb417 on (B)(6) 2020. (B)(6) 2020 product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Choking, sore throat [oropharyngeal pain], neck strained from tensing [muscle strain], dual head broke, bottom part snapped off [device breakage]. Consumer called and stated that the dual action brush head broke, the bottom part snapped off. No serious injury was reported.